Event description:
Male patient underwent a percutaneous coronary intervention to the saphenous vein graft. Boston scientific synergy was inserted and removed multiple times due to inability to cross the lesion. At one point during removal, it was noticed that the stent was no longer mounted on the balloon, but sitting in the ostium of the vein graft. Soon, thereafter, it became mobile and ended up lodging itself in a branch of the left renal artery. Vascular surgery was consulted, and said he doubted that the patient would have any sequelae from this and have normal renal function. Additionally, attempting endovascular retrieval would likely cause more complications. Successful percutaneous coronary intervention to the saphenous vein graft, right coronary artery and left circumflex with synergy stents. Patient to recovery with no untoward effects. Subsequently, discussed complications with patient and family.